Event description:
Staff selected a kendall monoject 21 gauge needle as part of the equipment they were going to use to draw up medication from a vial through a syringe. The needle is inside a plastic sheath, which is sealed with a tamper-evident cap seal. Normally, staff twist the cap seal off, twist on the syringe and proceed with drawing up the medication. The needle normally stays inside the plastic sheath until a small amount of force is applied to pull the needle out of the sheath. In this case, when the staff twisted off the seal cap, the needle fell out via gravity. Staff report that this has happened approximately 24 times in the last week. They have only experienced this with the 21 gauge needles. It is unknown which specific lots all of the affected needles came from. Staff did save one of the affected needles and cap seal, which is available in risk management for examination. No staff or patients were harmed. No other devices were used when these incidents occurred--the syringe had not been applied yet to the needle. When the cap sheath was removed, staff say the needles either fell out or flew across the room. No visible defects seen. Staff are opening the needles according to the manufacturer's instructions.